Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys interface and image processor were replaced and the software was reloaded during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys had mixed up images and was not saving images. No pt injury was reported.